Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 21 mmol/l at the time of incident. The customer¿s current blood glucose level was 8.7 mmol/l. The customer experienced symptoms such as sore muscles. The customer was treated with injection and insulin drip for high blood glucose. The insulin pump will not be returned for analysis.